Event description:
It was reported that the head of the ti matrixneuro screw twisted off when the screw was about half way in, the shaft of the screw was removed and replaced.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No device history review or investigation could be performed, because no lot number was reported and the sample was not returned for evaluation.